Event description:
The active blade broke during the unk procedure. The blade tip broke and fell into the pt. The tip was recovered with no consequence to the pt or extent of o.r. Time. The device will be returned but the blade tip was discarded.